Event description:
It was reported that the unspecified bd infusion set had a broken component. The following information was provided by the client: customer submitted a service request for a syringe pump module that only indicated "broken syringe".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: a complaint of a pump reading broken syringe was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot and model number are unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.